Manufacturer narrative:
Evaluation of the device found the lower jaw is broken off. Additionally, the device failed cosmetic inspection, the needle did not load into the suture passer smoothly, the jaw does not close, the needle didn't protrude through the trap door, the needle did not retract and the trap door did not close, the jaw did not close when the jaw lever was pulled back, the needle with suture did not protrude through the trap door, the needle did not retract and capture the suture and the unit did not endure repeated use. The service history was reviewed, and no relationship to this complaint was found. (B)(4). Per the instructions for use, the user is advised the following; - avoid lateral stresses to the instrument or device function may be compromised. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the smi-02ap, spectrum suture passer broke. It was originally reported that the device broke post-operatively, but further assessment received stated it broke during surgery after a few passes were made. The break was noticed before the last uses of the passer and another passer was opened to complete the surgery. There was no fragmentation, nothing was broken in the patient. This report is being raised based on device malfunction with potential for injury upon reoccurrence.